Manufacturer narrative:
Corrected fields: g2 (health professional should not be selected on the initial). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was a kink in the image sensor cable. After checking the resistance values of the image sensor cable it was found that the image sensor unit cable and the general shield had short-circuited. The cause of the short circuit was a kink in the image sensor cable. The kink likely occurred due to excessive twisting and bending. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. Additional device evaluation findings were as follows: adhesive on bending section cover rubber has a chip, light guide cover glass has a scratch, and switch 1 has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had noise generation in the image. The issue was observed during preparation for use. No patient harm was associated with this event. During device evaluation at olympus, it was found a b30 scope communication error message was displayed due to a damaged charged coupled device (ccd) unit and the ID function failed due to breakage of the ID board. The report is being submitted due to the failures found during evaluation.